Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was dislodged. When repositioning of the lead was unsuccessful, the lead was extracted and replaced. The patient was doing well after the procedure.